Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). Once transseptal access was obtained by using non-bsc devices, the non-bsc devices were exchanged over the versacross wire with the faradrive sheath. Before the attempt was made to advance the farawave catheter into the patient, the physician made several attempts to aspirate the faradrive sheath with 20 ml syringe. Resulted, in air bubbles in the syringe on each attempts. Thus, the physician replaced the faradrive sheath over the versacross wire with a new sheath faradrive. The procedure was completed successfully with no patient complications. The device is not expected to be return for analysis as it was disposed.